Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 24 days after insertion of essure. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginitis") and migraine ("migraine headaches"). In (B)(6)2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced rash macular ("rashes or skin conditions type: little red dots around neck & ears"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), mood swings ("hormonal changes describe: mood swings") and nausea ("nausea"). On (B)(6)2016, the patient experienced hypoaesthesia ("neurological conditions or problems type: leg & wrist numbness"). In (B)(6)2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6)2017, the patient experienced vaginal disorder ("infection bladder/ urinary tract/vaginal) type: vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (bilateral occlusion/robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, metrorrhagia, vaginal haemorrhage, migraine and vision blurred had resolved and the dyspareunia, dysmenorrhoea, female sexual dysfunction, mood swings, vaginal disorder, vaginal infection, rash macular, endometriosis, nausea, hypoaesthesia, fatigue, weight increased, alopecia and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: on an unspecified date, the patient underwent transient procedure (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6)2013: result: total bilateral occlusion. Lot number: a25168 manufacturing date: 2012/07 expiration date: 2015/07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 24 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginitis") and migraine ("migraine headaches"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced rash macular ("rashes or skin conditions type: little red dots around neck & ears"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), mood swings ("hormonal changes describe: mood swings") and nausea ("nausea"). On (B)(6) 2016, the patient experienced hypoaesthesia ("neurological conditions or problems type: leg & wrist numbness"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2017, the patient experienced vaginal disorder ("infection bladder/ urinary tract/vaginal) type: vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (bilateral occlusion/robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, metrorrhagia, vaginal haemorrhage, migraine and vision blurred had resolved and the dyspareunia, dysmenorrhoea, female sexual dysfunction, mood swings, vaginal disorder, vaginal infection, rash macular, endometriosis, nausea, hypoaesthesia, fatigue, weight increased, alopecia and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: on an unspecified date, the patient underwent transient procedure (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Previously reported event "injury" was updated to pelvic pain. Events: chronic, dysmennorhea (cramping),dyspareunia (painful sexual intercourse) ,apareunia, pelvic/ abdominal, back, metorhagia (bleeding b/w periods),general abnormal. Bleeding were added. Fu (2) & fu (3) processed together. On (B)(6) 2019: fu (2) & fu (3) processed together. Pfs received. Lab data added. Events: hormonal changes describe: mood swings, abnormal bleeding (vaginal), infection bladder/ urinary tract/vaginal) type: vaginosis, vaginitis, rashes or skin conditions type: little red dots around neck & ears, migraine headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, nausea, neurological conditions or problems type: leg & wrist numbness, vision/eye problems type: blurred vision, fatigue, weight gain, hair loss were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.